Manufacturer narrative:
Unit received with partially broken off piece at the reservoir tube lip and missing black o-ring. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform basic occlusion test and displacement test, prime and compromised forced sensor system test and excessive no delivery test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.